Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-08431. It was reported that catheter entrapment on the guide wire occurred. A 3.0mm x 220mm x 90cm coyote¿ balloon catheter was selected for use to treat a lesion. However during preparation, a v-14 control wire was inserted through the device but became stuck in the balloon catheter and the balloon was stripped. The device was never used inside the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the distal part of the v-14 control wire remained stuck inside the coyote¿ balloon catheter. The proximal part of the guide wire broke and was thrown away.